Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a time/date issue. The reporter stated that the pump was not keeping the time and date. No additional information was available. There was no adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no battery cap was returned. All testing was performed with a test battery cap. The black box showed occurrences of the time/date defaulting to factory settings after a power reset event. A timekeeping accuracy test was performed and the pump maintained time/date accurately during a 5 day duration test. The pump was left without power for 1 hour and the time/date was observed to default to the factory settings. The pump cover was removed for further investigation and an internal clock battery malfunction was observed to have occurred. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.